Manufacturer narrative:
(B)(4). D10: cat# 30123607 lot# 67161120 36mm i.d. Size g high wall liner. G2: foreign ¿ event occurred in new zealand. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately six weeks post-implantation, the patient underwent a right hip revision due to infection. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the provided pictures identified explanted devices, bio-debris present. These could not be used to confirm the reported event. Devices not returned, further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: images reviewed and not submitted to lsr for further assessment as allegation is for infection which would not be well visualized on plain film. Of note, overlaid template obscures images and no dates are present either. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.